Event description:
Imaging taken after the first balloon inflation demonstrated thromboemboli throughout the anterior circulation. The patient suffered a stroke due to the thromboembolism and was treated with reopro (dosage unknown).the event was resolved with no residual effects at the end of procedure. The principal investigator determined that the thromboembolism was most likely caused by the non-stryker guide catheter.

Event description:
Imaging taken after the first balloon inflation demonstrated thromboemboli throughout the anterior circulation. The patient suffered a stroke due to the thromboembolism and was treated with reopro (dosage unknown).the event was resolved with no residual effects at the end of procedure. The principal investigator determined that the thromboembolism was most likely caused by the non-stryker guide catheter.

Event description:
Imaging taken after the first balloon inflation demonstrated thromboemboli throughout the anterior circulation. The patient suffered a stroke due to the thromboembolism and was treated with reopro (dosage unknown).the event was resolved with no residual effects at the end of procedure. The principal investigator determined that the thromboembolism was most likely caused by the non-stryker guide catheter.

Manufacturer narrative:
The device was not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.